Manufacturer narrative:
-Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 1627487-2023-03876. It was reported patient ipg flipped in the pocket and the lead migrated with it. In turn, surgical intervention was undertaken wherein the lpg was repositioned and lead was explanted and replaced restoring therapy.